Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es the door had configuration issue. The customer stated that this malfunction occurred when trying to issue a medication to a patient and there was a delay in dispensing workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door had configuration issue. A field service engineer after logging in and verifying the configuration, checking the database, and calling the customer, everything appears to be operating normally and there are no further indications of issues. The system functioned as intended after the field service engineer repaired the device.